Manufacturer narrative:
A bci hotline customer svc technician investigated the sequence of events and found that the operator had mistakenly validated and uploaded a troponin result of "or' to the lis. Since the operator validated the result, the dl2000 uploaded the "or' result to the lis (as designed and configured). While the bci instrument did not malfunction, the lis sys misinterpreted "or" as a ">100" result. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci), and reported that initially they obtained a very high reading of >100 for a troponin result from their lis (laboratory info sys) which was connected to the access 2i instrument through the datalink/dl2000 data manager sys. The dl2000 showed a result of "or" (out of range) flag which was then manually validated by the customer in error, and this result was interpreted by the lis as ">100." The high troponin result was reported to the physician who questioned the result since it did not match the clinical history of the pt the customer re-ran the pt sample in duplicate and later reported results of 0.03 and 0.02. The physician had not taken any action (i.e no change to pt treatment) based on the initial high troponin result.